Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.

Event description:
It was reported to boston scientific corporation that a lighttrail single use laser fiber was used during a ureteroscopy procedure to treat kidney stones on (B)(6) 2021. The console used during the procedure was an auriga xl 4007. During the procedure, the fiber was being used to break down a kidney stone at the maximum fiber settings. The console end of the fiber was very hot when the nurse unscrewed the laser fiber outside of the patient. A second lighttrail single use laser fiber was used to complete the procedure. There were no patient or user complications reported as a result of this event.